Event description:
It was reported by service report that the power inlet was cracked where the screw goes through. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result code: the power inlet was damaged.